Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was unable to charge the recharger. The patient stated the desktop charger status light was illuminated. The patient reset the recharger, and saw the splash screen, but then could only see the "charge your recharger" screen. The patient stated the desktop charger connector pin felt loose. The patient had been without stimulation as a result of this issue. Patient was issued a new desktop charger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome and spinal pain.